Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed a ventricular fibrillation episode which indicated lead noise. The lead appears to be from an external source. Noise could not be reproducible with isometrics or pocket manipulation. No resolution was recommended. The patient will continue to be followed and remotely monitored.